Event description:
It was reported that the patient presented for revision of the right ventricular lead due to over-sensed noise that caused pacing inhibition. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.